Event description:
According to the customer, the nebulizer is turning on, but is "not misting the medication" that is prescribed to be administered "twice daily".

Manufacturer narrative:
According to the customer, the nebulizer is turning on, but is "not misting the medication" that is prescribed to be administered "twice daily". The customer reported due to the issue she has experienced "difficulty breathing especially when walking". The customer reported she has not been able to administer her medication "for about a week". The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.